Manufacturer narrative:
Additional issues were identified during the device evaluation: the units top cover, front cover, chassis, and chasses feet needed to be replaced due to poor appearance; the unit needed a power switch upgrade; the unit needed software update version 3.01; and no image with 180 scopes and a video socket connector had a defective locker. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned asset, the evis exera iii video system center presented with no image due to failure of the printed-circuit board. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a defective/faulty patient board set. Olympus will continue to monitor field performance for this device.